Event description:
A medtronic representative reported that, while in a cranial procedure, the site navigation system displayed an error message localizer not connected. No additional information was provided. No trouble-shooting performed. The surgeon opted to discontinue the use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). A medtronic representative went to the site to upgrade the computer and test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional after computer upgrade. The computer was returned to the manufacturer for analysis. Initial power up, post and boot to login screen were normal. The hard drive and ram reported no errors. The device was found to be fully functional with no problem found. There were no logs on the system to indicate why the localizer would be disconnected. The reported event could not be duplicated by medtronic personnel. The software investigation found that a probably cause was unable to be determined without further information since the behavior could not be replicated.

Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative, following-up at the site, reported that after the surgeon successfully verified instruments and started to trace the patient, the navigation system gave localizer not connected error message mid-trace. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The system had been on for half an hour without issue. The medtronic representative performed multiple successful registrations on a resin head. Reported issue could not be replicated. Medtronic representative made a recommendation to surgeon to encourage adoption of a new version of cranial software. No parts have been returned to manufacturer for analysis.